Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-004134. It was reported an x-ray was taken and showed the leads were visibly fractured. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads. Therapy has resumed and the patient is receiving effective stimulation.